Event description:
It was reported to boston scientific corporation that a uphold lite device was used during a transvaginal mesh repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, they attempted to implant the uphold device however at the end of the implant procedure it was noticed that the patient had a ureteral kink/injury. The uphold device was removed and they implanted a ureteral stent. On the same day the patient underwent additional retreatment for prolapse that was associated with this event. The retreatment was in the form of native tissue repair. The investigator assessed this event as pelvic floor related, related to index procedure and possibly related to the study device. The event was reported as resolving.

Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that there are two holes in the mesh and the carrier was not returned. The holes in the mesh body could have occurred during removal of the mesh from the patient. Obstruction is listed in the directions for use as a potential adverse event. Therefore, review and analysis of all available information indicated the most probable root cause for this event is anticipated procedural complication. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a uphold lite device was used during a transvaginal mesh repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, they attempted to implant the uphold device however at the end of the implant procedure it was noticed that the patient had a ureteral kink/injury. The uphold device was removed and they implanted a ureteral stent. On the same day the patient underwent additional retreatment for prolapse that was associated with this event. The retreatment was in the form of native tissue repair. The investigator assessed this event as pelvic floor related, related to index procedure and possibly related to the study device. The event was reported as resolving.